Manufacturer narrative:
The MFR did not receive the devices for review, as the patient has not been revised, at the time of this report. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggests that this case is related to the issues for which zimmer implemented a correction in july 2008 as referenced. Should additional information become available and /or the device (s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time. Zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported that the patient received a durom us acetabular component 56/50 p on (B)(6) 2008. The patient is currently being monitored due to loosening.